Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leaking from quick release in infusion set on (B)(6) 2024. The infusion set was in use for 2 days. Blood glucose levels reported during the event were between 296 mg/dl and patient took correction bolus via pump to address the event. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).